Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) drills broke intra-operative. Information regarding the patient, procedure, and outcome are unknown. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
The investigation of the complained drill bit shows that the tip is broke off. Unfortunately without more information we are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. Please also note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. We can only assume that too much mechanical force had been applied during the surgery. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: orchid unique manufactured the 1.8mm drill bit/qc/100mm, part number 310.510, and lot number uki3990. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no material review reports or non-conformance reports for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient status/outcome was reported as okay.